Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what measures were taken to retrieve the needle? Was there any additional tissue damage as a result of searching for the needle piece? Was the needle removed from the patient's body during a second procedure? What tissue structure the needle was located? Device return status: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - stratafix¿, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the needle disassembles from the suture. The needle was not found during the procedure. A CT scan was performed, the needle was located and removed from the patient's body. There were no patient consequences reported. Additional information was requested.